Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was shocked by their device and requested an episode review. The patient was implanted with the s-ICD system one week earlier. Boston scientific technical services (ts) was contacted to review the episode and discussed the need to confirm that a tug test was done at implant and noted signals are non-cardiac. Ts also discussed the possibility of "noise within the system", for example, air in the sealplug location; and to try and reproduce the noise or reprogram to another vector that is not exhibiting noise. The field representative was contacted and confirmed that the sensing vector was reprogrammed. No patient symptoms were reported.